Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 125 mg/dl. The customer stated that the up arrow key of the insulin pump is not working. The customer was advised that the insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. A replacement insulin pump was sent to the customer.

Manufacturer narrative:
The buttons on the insulin pump had intermittent responds due to light moisture on the keypad traces. The device had minor scratches on the lcd window.